Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to the helix hit the myocardium, measurements cannot be captured and the threshold increase. The physician tried to retract the helix but was unable to. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to the helix hit the myocardium, measurements cannot be captured and the threshold increase. The physician tried to retract the helix but was unable to. This lead was never in service. No adverse patient effects were reported.